Event description:
It was reported there was muscle/nerve stimulation. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: e2sr01 implantable pulse generator (ipg), implanted: (B)(6) 2006. (B)(4).